Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed hypotube break. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 60.5cm from the hub there are multiple kinks on the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. The separated hypotube appeared to be kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.